Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature separation of placenta ('had the coils rupture the placenta') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced premature separation of placenta (seriousness criterion medically significant), abortion spontaneous ("miscarriage") and endometriosis ("endometriosis") and were found to have a pregnancy with contraceptive device ("many women who have gotten pregnant on essure "). At the time of the report, the premature separation of placenta, pregnancy with contraceptive device, abortion spontaneous and endometriosis outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, endometriosis, pregnancy with contraceptive device and premature separation of placenta to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : premature separation of placenta, pregnancy with contraceptive device, abortion spontaneous and endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of premature separation of placenta ('had the coils rupture the placenta') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced premature separation of placenta (seriousness criterion medically significant), abortion spontaneous ("miscarriage") and endometriosis ("endometriosis") and were found to have a pregnancy with contraceptive device ("many women who have gotten pregnant on essure "). At the time of the report, the premature separation of placenta, pregnancy with contraceptive device, abortion spontaneous and endometriosis outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, endometriosis, pregnancy with contraceptive device and premature separation of placenta to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : premature separation of placenta, pregnancy with contraceptive device, abortion spontaneous and endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.